Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the pipeline flex device was returned within introducer sheath. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. Testing/analysis: the pipeline flex device was pushed out from introducer sheath without any issue. Conclusion: based on the analysis findings, the customer¿s complaints could not be confirmed, and the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the distal end of the stent did not open properly, making it difficult to position the stent. The cause of the poor opening was not found. It was noted that only one pipeline was used. The distal end of the pipeline did not open. The pipeline was not placed at the bend of the blood vessel, but in a relatively straight blood vessel segment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline did not open properly and had difficult placement/positioning. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery ophthalmic artery with a max diameter of 6.5mm and a 5.8mm neck diameter. The landing zone was 3.9mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was good. It was reported that during the stent deployment process, the tip did not open properly. After multiple adjustments, it did not change. During the retrieval process, the stent shifted and fell out of the microcatheter without covering the aneurysm. Later, it was changed to stent-assisted coil embolization. It was noted that there was movement during placement/difficult placement. There was minimal friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location and missed the landing zone. A corking technique was required to remove or secure the pipeline. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. No side branches were covered by the pipeline. The tip of the catheter moved during deployment. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.